Manufacturer narrative:
Reporter name: (B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implanting surgery, after starting the pump for de-airing the surgeon released the cross clamp on the hm3 outflow graft. On the echo there was visible number of air in the left ventricle. The pump was disconnected from the apical cuff and re-tested with the water with no abnormal behavior noted. When the blood pump was reattached to the apical cuff, the de-airing process was restarted again with a high number of air bubbles noted in the left ventricle. Abbott was then called to discuss situation with the surgeon. It was recommended to check the patency of the apical cuff, outflow graft connection and repeat the de-airing procedure. Despite feedback from the distributor and abbott, the surgeon decided to exchange the pump for a new one. After the exchange, the de-airing process was restarted, but there was still a high number of air bubbles in the left ventricle. The surgeon decided to revise and place additional sutures on the apical cuff. The surgeon then repeated the de-airing which allowed them to discontinue cardio-pulmonary bypass with the ECMO for the patient to leave the operating room. The patient was continued to be monitored. It was noted that there was no issue observed with the apical cuff sutures, although additional sutures did resolve the issue. It was unknown if the patient had any adverse effects from the delay and air bubble observed as the patient had acute respiratory distress syndrome (ards) at the time of the implant. The patient's status has improved, but is still on ECMO due to the ards. It was noted that the lvas was working well.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-04368. It was noted that the apical cuff was not replaced during the pump exchange and there was no further revision after placing additional sutures on the apical cuff.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned device did not identify an issue that would have contributed to the report of air bubbles in the left ventricle; however, the entire device was not returned. The account stated that a revision of (B)(6) apical cuff with additional sutures solved the leakage issue when (B)(6) was attached. The submitted echocardiogram videos and image appeared to show the interior of the heart, and multiple white spots were noted in this area that appeared to be moving. The source of the reported air bubbles could not be determined based on the submitted videos and photo. The submitted images of the removed pump did not appear to show anything unusual. (B)(6) was returned assembled, with the pump cable intact. The modular cable, outflow graft and outflow graft bend relief, and apical cuff were not returned. Upon disassembly of the pump, visual inspection of the pump¿s blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow issue. Examination of the pump's rotor and rotor well revealed no abnormalities related to wear or damage. The pump header appeared unremarkable. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. After cleaning, the cuff lock was re-examined. Visual inspection under a microscope found no notable damage. The cuff lock and sealing ring interface were also found to measure within manufacturing specifications. The cuff lock was reassembled and found to slide without difficulty. The lock could not be forced into the fully locked position without an apical cuff in place. A test apical cuff was then seated within the lock and the lock engaged easily. While locked, the test cuff could not be forcibly removed. The cuff lock functioned as intended. The evaluation did not reveal a device-related issue that would have contributed to the reported air leak. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 5, "surgical procedures," provides information regarding how to insert the pump into the ventricle and ensure proper engagement of the cuff lock. This section provides information regarding how to properly de-air the pump during implant and warns that prolonged de-airation may be due to inadequate blood supply to the left ventricular assist device or a leak in the sealed outflow graft or sealed inflow cannula. This section also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. Section 5 also explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. No further information was provided. The manufacturer is closing the file on this event.